Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pace/sense lead was an attempted right ventricular (rv) implant. Capture could not be obtained upon initial placement and attempts to resolve the issue were unsuccessful. It was noted by the helix remained stuck in an extended position at the time the physician elected not to implant the lead. The reported observations resulted in a prolonged procedure however there was no clinical impact to the patient.